Manufacturer narrative:
Concomitant medical products: dtma1d4 crt-d, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following implant of the right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d), high rv coil impedance was observed. The lead was disconnected from the device and re-connected and the impedance value was within range. The lead and device remain in use. No patient complications have been reported as a result of this event.